Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 pockets b1, d4 and e4 had failed. A field service engineer assisted the customer using remote support services to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. Further documentation in the work order indicates a medication jam due to the medication being improperly loaded or out of place.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the auxiliary drawer 5.1 pockets b1, d4 and e4 failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.